Event description:
The caller alleged a variance between the inratio inr results. The caller reported that on (B)(6) 2015, her inratio inr result was 2.7 which was within her therapeutic range of 2.5 - 3.5. Her normal coumadin dose was 14mg daily. The following unexpected low inratio inr results were obtained: date:05/23/2015; inratio inr: 1.6 adjustments: coumadin increased to 18mg; date: 05/24/2015. Inratio inr: n/a;adjustments: normal coumadin dose 14mg; 05/25/2015. Inratio inr: n/a; adjustments: normal coumadin dose 14mg; 05/26/2015. Inratio inr: 2.1; adjustments: coumadin increased to18mg; 05/27/2015. Inratio inr: 1.1; adjustments: coumadin increased to 18mg; 05/28/2015. Inratio inr:; adjustments: normal coumadin dose 14mg. Patient was reported to have chronic low grade osteomyelitis. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a laboratory reference result(s). The accuracy of customer's results could not be determined without additional information. It is indicated that the products are not returning for evaluation. Since the products associated with the complaint was not returned, previously performed retain testing was reviewed. The retain strip testing results met accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances and the lot met release specification. Investigation has determined that certain patient conditions (e.g. Low hematocrit, elevated plasma proteins) can contribute to discrepant inr results. The patient was reported to have chronic low grade osteomyelitis. The notification letter was reviewed and will be sent to the patient to inform her of these patient conditions. Since the monitor was not returned, the impedance curves associated with the discrepant results could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. The root cause is unable to be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.